Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis. Customer's blood glucose level was 475 mg/dl. Reportedly, suspected cause may have been infection unrelated to pump or supplies; however, this could not be confirmed at time of the report. Customer was treated with intravenous insulin. Tandem technical support performed system check and reviewed pump history and determined that the pump was performing as intended. Tandem clinical diabetes specialist followed up with the customer who reported the cause for the event is unknown. Customer had a high white blood cell count and infusion set cannula was also "kind of bent" when removed. Customer reported starting a new job/moving and was under a great deal of stress which may have been a contributing factor. Customer reported doing well and declined any further follow up.